Event description:
Ff/emt's responded to a person in cardiac arrest. The device was connected to the pt and, on the first analysis, advised a shock that was delivered. The second analysis advised to shock, then, according to the rptr, the device alarmed connect electrodes and would not analyze the pt's rhythm. The device was swapped out with a backup defibrillator on the scene but the pt's rhythm was non-shockable. A review of the device's pt event record download shows that the pt's rhythm was shocked into asystole after the first shock was delivered.